Event description:
It was reported that the customer was unsure that her insulin pump was delivering proper doses as she had been experiencing several lows. Her blood glucose was unknown at the time of reporting, but had been as low as 48mg/dl. She stated that she believed it was attributable to inaccurate bolus history. She stated she would call back to troubleshoot. No equipment was returned. No additional information was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.